Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the plates broke as the surgeon bent the leg of the plate with the anchoring device at the end about 8-10 mm from the anchoring device. The surgeon selected another plate and the surgery continued with no adverse effect. There was no report of patient harm or of a surgical delay. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The broken surfaces are homogenous which indicates material conformity as well. No product fault could be detected. It is likely that mechanical loadings were too high during the bending procedure. Too much force or possibly re bending / twisting on a slight angle may have led to these breakages (marks are clearly visible). Titanium implants should never be bent forwards and backwards. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The device history records review revealed that the measurable dimensions of the returned plates were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.